Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an adverse event while the device was in use. At 1205, the device was programmed to deliver morphine 1mg/ml, in the pca only mode with a 4mg loading dose, a 1mg pca dose, an 8 minute pt lockout, and a 30 mg 4 hr limit. After an unspecified length of time, the pt's pain was not relieved and the physician was notified. At 1234, the pt received toradol 30mg and a 4mg "bolus" of morphine. The pt continued to complain of inadequate pain relief. The physician was again notified. At 1305, the pump was reprogrammed to deliver hydromorphone 1 mg/ml, in the pca only mode, with a 0.2 mg pca dose, an 8 minute pt lockout, and a 5mg 4hr limit. Approx 6 minutes later, the nurse found the pt unresponsive, and "pale and stiff" with no pulse or respirations. A code was called. The pt was treated with narcan 2mg with no response. The pt was intubated, mechanically ventilated and transferred to the ICU. The device was removed from clinical service. Te pt was extubated at an unspecified time later that day. The customer contact stated that the "root cause of the event was due to the pain mgmt" and a possible seizure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.